Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient's daughter is calling to report that the combo pump is not pushing insulin through. Patient was alerted to this when his blood glucose levels rose. They tried to bring this down by delivering correction boluses through the pump but his blood glucose reading didn't come down so patient was given a pen dose. No adverse event alleged. A request was made for the return of the device.